Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -the suction cylinder was scraped due to the cleaning brush. -the angulation could not be fixed due to deterioration of the friction plate. -the angulation was insufficient due to the stretch of the angle wire. -the adhesive of the bending section rubber was broken. -there was an abnormality in the shape of the bending section rubber due to excessive ironing of the bending section. -the insertion tube was deformed. -the universal cord and control section were dirty due to the effects of insufficient cleaning. -the distal end was damaged by physical stress. -the endoscope connector, remote switch, boot, endoscope cover, and control section were damaged. -there was a leakage from the bending section due to perforation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that foreign material was adhered to the groove or gap at the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct "date received by manufacturer" in the MFR report #8010047-2021-12301 and provide additional information. According to the information provided by olympus medical systems (B)(4) private limited (B)(4), an olympus employee was aware of a MDR reportable malfunction on september 3, 2021. Therefore, the correct "date received by manufacturer" in the initial report is september 3, 2021. In addition, the device was evaluated at olympus medical systems india private limited (B)(4). As a result of the evaluation, the following was confirmed. -foreign material was attached to the forceps elevator at the distal end. This failure mode is a MDR reportable malfunction. -the insertion tube and light guide cover glass were scratched. -the instrument channel port and distal end cap were dented. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. At the user facility, similar events have occurred in the past. The exact cause of the reported event could not be conclusively determined. However, based upon the past similar cases, the reported event may have been caused due to insufficient reprocessing by the user. The instruction manual details the reprocessing method for the forceps elevator and around the forceps elevator. In addition, the instruction manual states that if the endoscope is not cleaned immediately after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. Therefore, omsc determined that the reported event was preventable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.